Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was noted the inner insulation of the lead became breached due to a rupture while in vivo. Correction: b7 this device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was further reported that approximately three months prior, a lead failure alert was triggered.

Event description:
It was reported that the right ventricular lead had short interval counts which appeared to be noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. (B)(4).